Event description:
It was reported that the 'catheter tip dispatched, the patient had infection disease'. No actual injury was reported; however, 'the end-user considered about infection issue'.

Manufacturer narrative:
Additional information clarified that the procedure being performed was removal of adherent clot from the arterial arm graft. The device was retrieved gently and carefully to avoid complications. At last report, the patient was 'ok'. Review of the additional information suggests that characteristics of the vasculature and procedural factors appear to have contributed to the event. The fogarty adherent clot catheter is available as an option for removal of emboli and thrombi from either native vessels or synthetic grafts in the arterial system.

Manufacturer narrative:
The device was discarded at the hospital. It was not possible to confirm the complaint without a product return. A review of the manufacturing records indicated that the product met specifications upon release. With such limited information, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.